Event description:
N/a.

Manufacturer narrative:
The isc performed a visual inspection of returned bf table assembly and confirmed initial outcome of reported event which was due to failure of bf table assembly. A review of the device history record (DHR) was conducted for serial number: (B)(6) which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) was at the customer's site to address reported event. Fse visually confirmed the bf table was making a loud and squeaking noise. Fse reproduced the reported error by starting up the bf table mixer in the maintenance program and determined problem seems to be from inside the mixer assembly. Fse replaced the bf table, aligned all positions, and verified temperature for the bf table. Fse validated instrument by performing a quality control run which passed without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000, serial number (B)(4), was installed on 26jan2021. A complaint history review and service history review for similar complaints was performed from installation date through aware date. There were no other similar complaints identified during the searched period. The most probable cause of the reported event was due to failure of bf table assembly.

Event description:
A customer reported loud, squeaking noise from the incubator on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.